Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that cause of the reported issue was the customer's defibrillation therapy cable assembly. The cable was removed and then proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The customer will install a new cable.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient connection through the defibrillation electrodes. In this state defibrillation therapy may be delayed or unavailable if needed.